Event description:
The customer reported that with the olympus bronchovideoscope, the image was all pixelated, couldn¿t see a thing, bit like an old television that had lost its signal. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, device inspection found due to corrosion on plug unit, a noise image occurs. Based on the results of the investigation, the most probable cause of the reported issue is traced to a component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.